Event description:
The customer stated that a leak was found when the device was sent back to sterilization. The appearance of the substance leaked is unknown. There was no leak observed during the procedure, so there was no delay or adverse consequences to the patient.

Manufacturer narrative:
The device was returned and reviewed by the manufacturer and the alleged leak was confirmed. The quality engineer confirmed that the product was leaking fluid. There was visual evidence of corrosion to the motor housing. There were indications that the handpiece was not properly cleaned or sterilized by the customer.